Event description:
A patient reported that the meter was not turning on. The next day, patient called the fire department due to feeling high sugar symptoms. The meter allegedly did not turn on and the issue was not resolved with troubleshooting. The result on the fire department's meter was 141 mg/dl. It is unknown if patient was treated. No further information has been reported.